Manufacturer narrative:
The device was not returned for evaluation. However, the reported event was confirmed as user related based on the event description. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines. Do not allow urine, antibacterial solutions or other agents to pool underneath the arcticgel¿ pads. Urine and antibacterial agents can absorb into the pad hydrogel and cause chemical injury and loss of pad adhesion. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place arcticgel¿ pads directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. Carefully remove arcticgel¿ pads from the patient¿s skin at the completion of use. Aggressive removal or removal of cold pads from the patient¿s skin may result in skin tears. Use pads immediately after opening. Do not store pads in opened pouch. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient received ttm therapy for 2 days, and when removing the pads, 2 small skin tears were noted on the back of the patient's leg. It was also reported that the pads had initially been placed wrong, as the tubing was positioned underneath the patient. The patient was allegedly extremely edematous, and the patient's skin was blistering. The patient is now deceased; however, the patient's death was unrelated to the treatment. The event was not reported either to internal user or bard, before the pads were thrown away; therefore, the lot number is unavailable. Clinical statement: the patient¿s reported death was an incidental element of the patient¿s medical history and is unrelated to the reason for the complaint. There is no indication, report or allegation that the device malfunction was related to the patient's death.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient received ttm therapy for 2 days, and when removing the pads, 2 small skin tears were noted on the back of the patient's leg. It was also reported that the pads had initially been placed wrong, as the tubing was positioned underneath the patient. The patient was allegedly extremely edematous, and the patient's skin was blistering. The patient is now deceased; however, the patient's death was unrelated to the treatment. The event was not reported either to internal user or bard ,before the pads were thrown away; therefore, the lot number is unavailable.